Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose. Customer's blood glucose at the time of incident was 450 mg/dl and the current blood glucose level was 212 mg/dl. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The auto mode feature was not active at the time of incident. The insulin pump will be not returned for the analysis.